Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(6) ¿ the dentist reported that 6 months and 17 days after the dental implant was installed in intraoral region 28#, its non- osseointegration was observed. Moreover, the patient presented bone type ii and immediate implant was performed.